Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's level at the time of incident was 10mg/dl. The customer states they noticed insulin was squirting out of the tubing when they connected the reservoir to the tubing. The customer states they proceeded with priming the pump. The customer states later their blood glucose levels dropped significantly and had to be hospitalized. Troubleshoot for the pump was conducted and it was found to be operating as designed. The customer did not have troubled reservoir to return for analysis. The customer is being sent replacement reservoir.